Manufacturer narrative:
A patient sample was sent for further evaluation. The customer's reactive hbsag ii result was confirmed with hbsag confirmatory test using a cobas e801 instrument. The sample is assumed to be true positive. No reagent specific issue could be identified, reagent meets specification. For diagnostic purposes the result should always be assessed in conjunction with the patient´s medical history, clinical examination and other findings.

Manufacturer narrative:
Quality control was acceptable on the date of patient testing. The field service engineer did not determine a root cause but suspected contamination in the sipper nozzle. He replaced the sipper nozzle and adjusted the rinse levels. Customer ran quality control. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant high results for three patient samples tested with the elecsys hbsag confirmatory test on a cobas 6000 e 601 module. The samples were initially tested with the elecsys hbsag immunoassay and were repeatedly (B)(6). The samples were then tested using the elecsys hbsag confirmatory test and the results of this test confirmed the samples to be (B)(6) for hbsag. The results were not reported outside the laboratory. The samples were sent to another site for testing on an ortho vitros analyzer. Patient 3 was a (B)(6) female with a date of birth of (B)(6). Her diagnosis was an abnormal EKG. The serial number for the e 601 module is (B)(4).